Event description:
During tubal fulguration procedure, surgeon attempted to use a novasure endometrial ablation device. Although the indicator light was on, the suction failed to work. Another instrument was opened and the surgery proceeded without incident.